Event description:
It was reported that the patient, who is partially blind and recently started pump therapy, inserted a new infusion site but left the needle guard in place, resulting in the infusion set deploying incorrectly and the connector not delivering insulin; the patient noted elevated blood glucose values up to 180 mg/dl, reverted to multiple daily injections, and is currently at 130 mg/dl. Symptoms included hyperglycemia. Outcomes included a temporary interruption of pump therapy and use of subcutaneous insulin via pen. Investigation included user education and troubleshooting. Investigation of this case revealed user error during infusion set insertion and difficulty using the current connector design. It was concluded, based on previously established findings for similar reports, that the event resulted from use error rather than a device malfunction, and that additional training and consideration of connector usability would be appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.